Event description:
It was reported that during an endoscopic thyroidectomy procedure, the clip of the device did not come out normally and formed like a water drop shape. As a result of the difficulties encountered with this device, the procedure was prolonged five minutes. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Three attempts were made to obtain additional information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The analysis results of device (a) found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, a double feed incident was noted causing malformed clips. However, it could not be determined what may have caused this condition. The remaining clip was conforming according to our manufacturing specifications and then, the device locked out as intended but the orange indicator was not visible. Please note that this finding is unrelated with the incident reported. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, no anomalies were noted with the internal components. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer slid toward tissue stop during three consecutive firing sequences causing that the jaws remained in the closed. The trigger was manually assisted in order to open the jaws without any difficulties noted; pear shaped clips were released. Please note the returned device was manufactured prior to the implementation of this change. In addition, the device locked out as intended but the orange indicator was not visible. Please note that this condition is unrelated with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # g9lt5a mfg date 12/15/2010; exp date 11/15/2015 (B)(4) jaws, advancer bypass.